Manufacturer narrative:
Updated fields - b4, d8 device serviced by third party, d9 return to manufacture date, g3, g6, h2, h11 corrected fields: b5, g1 contact person ¿ mfg site.

Event description:
It was reported by the customer that intra-aortic balloon (iab) has "fo sensor failure" message. The patient is on va ECMO with very little pulsatile flow. There are no reports of harm or injury to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID (B)(4).

Event description:
It was reported by the customer that intra-aortic balloon pump (iabp) has "fo sensor failure" message. Customer has already switched to monitor the central lumen of the iab catheter and this is correlating well with a brachial aline. The patient is on va ECMO with very little pulsatile flow. No harm or injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Three kinks were observed on the catheter tubing approximately 35.1cm, 75.2cm and 76.2cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record # (B)(4).